Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the device was implanted over the calcaneocuboid bone as part of a triple arthodesis. A postoperative x ray of the foot that was taken in (B)(6) 2010, showed a fused calcaneocuboid joint, however, the 2 hole plate failed in two locations, at the diamond bridge and screw hole junction. Additional information was received from the reporter. The pt was said to have been compliant with mobilization instructions after surgery. A probable reason for the need for arthrodesis was the pt's weight. No revision was required. No harm to the pt is reported.